Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that the patient was hospitalized and in poor condition. This pacemaker was explanted and replaced with a medtronic pacemaker due to the condition of the patient. This pacemaker has not been returned to boston scientific and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.